Event description:
It was reported that a physician was having screen freezing with their handheld. A new handheld was sent to the physician. They continued to have the same problems as before. Further investigation revealed that there was no screen freezing issue, it was a communication problem with their programming wand. A different wand was used and it interrogated successfully. Product return and analysis is pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.